Event description:
It was reported that there was a suspected overdischarge. It was unknown what number overdischarge it was. A physician mode recharger (pmr) was not performed. Actions were not yet taken but were planned. They would do a pmr once they found their recharger. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The patient had still not called back to report finding their recharger. A month later an overdischarge was confirmed, the physician was aware of this. It was unknown what number of overdischarge this was. No physician mode recharge (pmr) was performed, but the company representative was going to meet with the patient in a week to do a pmr. Diagnostic testing and troubleshooting will be performed in the future. No patient symptoms or complications were associated. It was reported two weeks later that the patient was seen to clear the power on reset (por) message from performing a pmr, and the end of service/end of life (eos/eol) message was seen. The patient was getting muscle activation observed by the physician while getting an injection, yet the stimulation was off. A pmr was done and the patient fully charged, but didn¿t turn on. Leg tremors/spasm and ECG interference was reported. The implantable neurostimulator (ins) was in por at eos. Normal impedances were noted. The device was unable to be reset due to eos. The patient was not receiving effective therapy and she was not interested in replacement. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_recharger_acc, serial # unknown, product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was further reported that the patient was fine after her injection and that it sounded as if she would not use the device further.